Event description:
It was reported that a patient underwent an opthalmic procedure on an unknown date and suture was used. The patient experienced inflammation of the eyes post operatively. Additional information was requested.

Manufacturer narrative:
Inflammation occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches submitted for this device. See also medwatch 2210968-2012-08199. The same device is represented in each medwatch as it was involved in two events.